Manufacturer narrative:
A1: patient identifier: (B)(6), (B)(6), and (B)(6). (Different samples from the same patient). All available patient information was included. Additional patient details are not available. The field service representative (fsr) resolved the issue by replacing the lls antena, rv 24 (rohs) on the architect i2000sr, serial number (B)(4), due to leaking. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the lls antena, rv 24 did not identify any related trends. A review of tracking and trending for the architect i2000sr analyzer did not identify any similar issues related to the architect system. A review of the manufacturing documentation did not identify any non-conformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the lls antena, rv 24 and the architect i2000sr, serial number (B)(6).

Event description:
The customer reported false reactive architect havab igg results for one patient while running on the architect i2000sr analyzer. The customer stated that the patient had 2 separate samples were testing with the havab igg assay and generated discrepant results. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): on (B)(6) 2023 sid (B)(6): havab igg result = 0.49 s/co (nonreactive). On (B)(6) 2023 sid (B)(6): havab igg result = 3.86 s/co (reactive). Retested in duplicate on (B)(6) 2023: sid (B)(6)= 0.87 and 0.45 s/co (nonreactive); other samples obtained from the patient on (B)(6) 2023 to be tested for havab igg: sid (B)(6): havab igg result (serum) = 2.34 s/co (reactive); edta plasma havab igg result = 0.3 s/co (nonreactive). There was no impact to patient management reported.